Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Pump supplies were changed while performing system check with tandem technical support and occlusion alarm recurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was in the 300 mg/dl range at time of event.